Event description:
Fr2 unit option button does not depress. (B) (4)

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: this report is being filed because it cannot be conclusively stated that recurrence would not result in adverse event.